Event description:
Hcp reported the pump was injected with methylene blue in 2002. The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.